Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for possible hv lead issue was observed during device check. One aborted shock was noted upon reviewing the diagnostics. In the previous tachy episodes, therapies were appropriately delivered which have converted the patient's rhythm successfully. Patient went to the emergency room later that day, and transferred to this clinic for consultation. Device was at eri. There were two out of range hv lead impedance measurements. Lead issue was suspected. Lead was capped and replaced on (B)(6) 2016 during generator replacement procedure. There were no adverse events to the patient.